Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Imdrf device code a0401 captures the reportable event of handle would not turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the band did not deploy. Additionally, the handle would not turn. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the band did not deploy. Additionally, the handle would not turn. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter phone) has been updated based on the additional information received on july 22, 2025. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Imdrf device code a0401 captures the reportable event of handle would not turn.

Manufacturer narrative:
Block h2: additional information: block e1 (initial reporter email) has been updated based on the additional information received on september 5, 2025. Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Imdrf device code a0401 captures the reportable event of handle would not turn.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the distal esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025, for the treatment of esophageal varices. During the procedure, the band did not deploy. Additionally, the handle would not turn. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.